Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with right ventricular and right atrial lead noise. Leads were extracted and replaced on (B)(6) 2018. Patient presented with no symptoms.

Event description:
New information received notes the noise on both leads was discovered during routine evaluation. Patient was fine before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.